Event description:
A data error alert was reported by the customer, occurring after the pump shipment date. Blood glucose level at the time of the issue was within the range of 54-500 mg/dl (3.0-27.7 mmol/l), indicating no adverse impact. Some history logs might have been erased, but therapy remained unaffected. The customer was informed, acknowledged the situation, and chose to continue using the pump for insulin therapy.